Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction. User has inaccurate reference.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 100 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention as a result of meter's results is not required at the time /f the call on (B)(6) 2015. Back to back blood test performed fasting during call on (B)(6) produced results of 202 mg/dl and 210 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 08/24/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date/time not set): 160mg/dl, (B)(6) 2015, 05:04am; 409mg/dl, (B)(6) 2015, 03:50pm; 452mg/dl, (B)(6) 2015, 01:43pm; 97mg/dl, (B)(6) 2015, 08:11am; 169mg/dl, (B)(6) 2015, 05:04am. Adverse event not reported.